Event description:
It was reported the patient was complaining of generalized weakness, imbalance, and falls. The patient had a feeding tube, which had fallen out resulting in significant weight loss. After being seen in the clinic the patient continued to have problems with falling. The hcp also noted that when the patient walked he leaned to his right side, and complained of pain in his right hip. A CT scan revealed a commuted fracture of the right greater trochanter of the femur. The patient was treated and admitted to the rehabilitation center for physical therapy for strengthening and gate training. The patient also received occupational and speech therapy while in the rehabilitation center. The patient was discharged 13 days later. The patient recovered without sequela. The report was not forwarded to the MDR department in a timely manner. Retraining has been conducted.